Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling or unexpected motor noise during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a crack on the battery compartment of the insulin pump. Customer stated that the crack is about the width of her index finger. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated that a piece was also missing. Customer was changing the infusion set 3 days ago and noticed the crack. Customer stated that the pump was not dropped or bumped. Customer also had a keypad anomaly on (B)(6) 2015, but she did not want to troubleshoot. The pump was clipped on her bra in 90 degree heat. Customer stated that the pump made a clicking noise and the blood glucose numbers and carbs kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.